Manufacturer narrative:
A root cause could not be identified. Based on the results of the investigation, the most likely cause of the scratched lens and deformed distal end was component failure. The most likely cause of the foreign material on the scope was insufficient reprocessing due to a leak in the scope. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope exhibited acoustic lens has a scratch that reached the glue-layer, deformed distal end, and foreign material on the forceps elevator wire. There was no patient involvement.